Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter tested in settings mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the morning of (B)(6) 2016 (time not provided). The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizzy and thirsty" 1 week after the alleged product issue began. The patient stated that she visited her doctor's office on (B)(6) 2016 (time not provided) where she received hcp treatment of glipizide 10mg twice daily. The patient stated that her blood glucose was tested using a doctor/clinic device at the time of her visit and the result obtained was "approximately 255 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and the alleged product issue was resolved with education on correct testing procedure and walk-through retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "thirsty" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.